Event description:
Ventilator tidal volume returned did not match set tidal volume. Removed from pt. Pt placed on different ventilator with no problems. Biomed notified. Failed "est" test with critical failures. Biomed notified nellcor puritan bennett. Service rep. Verified critical failures & repaired system. Ventilator placed back in service.